Manufacturer narrative:
(B)(4). D10: item# 00840004410; lot# 63601647, item# 00840002407; lot# 63319025, item# 00840009400; lot# 63306597, item# 00840009000; lot# 63610436. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient underwent a right elbow revision approximately five (5) years and five (5) months post-implantation due to pain and osteolysis identified by x-ray at the humeral yolk, distal humeral stem, and proximal ulnar stem. During the revision, the surgeon noted that the humeral stem was grossly loose. The humeral stem and ulnar bushings were revised, and the ulnar stem was left in place. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 h6: proposed component code - mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the humeral component was grossly loose, the ulnar component was stable. Humeral and ulnar bushings were replaced. X-ray shows implants in good position, fairly significant amount of osteolysis around the humeral yolk, distal humeral stem, and proximal ulnar stem. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by provided medical records. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.